Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced wound healing complications at the implant site. The patient experienced drainage and irritation at the implant site. Subsequently, the patient was prescribed a steroid cream. The implanted device remains.